Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during follow-up, the device was interrogated and it was found that the device had full pacing and no tachy therapies. Dislodgement was observed under fluoroscopy. When repositioning was unsuccessful, the lead was explanted and replaced without complications. Patient condition was good both prior and post-procedure.